Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No pump error was noted during testing; however, pump error (filenumber = 26, linenumber = 3540) is found in the pump history file due to a software error. The middle (enter) keypad button is cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they run the self test and insulin pump worked however they getting multiple issues with the insulin pump. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer stated the insulin pump had pump error alarm. Customer stated the insulin pump had cracked on the keypad. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.